Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for generator change. Upon interrogation, the pulse generator exhibited backup vvi operation. The device could not be interrogated and there was no magnet rate response from the device. The patient had been lost to follow-up. The device was explanted and replaced. The patient's condition was good prior and post procedure.

Manufacturer narrative:
Final analysis found the battery voltage was above elective replacement indicator during the entire implant duration. The pulse generator was in backup vvi due to transient non-maskable interrupt - nmi. After reloading product code, no anomalies were noted. The cause of the transient nmi could not be determined.